Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft bearing. Upon interrogation, it was determined the pump was used to deliver morphine (unknown), fentanyl, baclofen (unknown), and inapsine.

Manufacturer narrative:
Upon interrogation, it was determined the pump was used to deliver morphine (unknown), fentanyl, baclofen (unknown), clonidine, and inapsine.

Event description:
It was reported that the patient experienced under-dose symptoms. The location of the issue was the device pocket. The logs were checked. The patient required hospitalization and replacement of device. The pump was explanted and replaced on 2015 (B)(6). The patient's status at the time of report was "alive- no injury." It was reported that the patient was doing "good" and was receiving effective therapy. The pump was infusing morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.